Event description:
A report was received that the patient's lead had high impedance. The patient underwent a replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had high impedance. The patient underwent a replacement procedure.